Event description:
Consumer services received a call alleging a humidifier was the cause of a residential fire. Caller was not the consumer and did not provide the consumer's contact info. There were not any injuries reported with this incident.

Manufacturer narrative:
Consumer services advised caller to have the consumer call in to receive assistance.